Event description:
In a pt with ileus that neccessitated abrosia and subsequent ivh, the physician conducted the catheterization procedure for ivh via the right subclavian vein using the metal access needle, during which time, the wire guide would enter the branch of the subclavian vein and had to be advanced back and forth several times to place the catheter in place in the descending vena cava. This was unsuccessful and during the attempt to withdraw the wire guide and needle as one unit, the physician noted the tip of the wire guide had severed and was missing. Fluoroscopy confirmed the severed tip in the subclavian region. Post-operative CT and contrastradiography verified the presence of the tip in the muscle of the subclavian area. Discussion with a surgeon assured the sterilized tip within the muscle would do no harm, therefore, the decision was made not to retrieve the fragment. Follow-up will be conducted with the pt.